Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The battery pins were replaced as a precaution and no root cause was able to be determined. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.